Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was hospitalized and was treated with cefepime injection (1gm, ongoing, route, frequency not reported) for peritonitis. Ten days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from the event. Dianeal therapy was ongoing for antibiotic administration only, however, the patient was transferred to hemodialysis. No additional information is available.